Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ventral hernia repair, during the fixation of mesh, the mesh was inserted via the trocar and then centered on the defect. The surgeon began to suture the pores of the mesh but the mesh began disintegrating. Another device was used to complete the case. There was no patient injury.

Event description:
According to the reporter, on a laparoscopic ventral hernia repair, during the fixation of mesh, the mesh which appeared appropriate and normal in appearance and hydrated for five minutes was rolled up and inserted via the 12mm trocar. The mesh was then centered on the 2cm defect. The surgeon began to suture the pores of the mesh but the mesh began disintegrating. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two photos were available for evaluation. Visual inspection noted the sample was placed in a flask (not flat but slightly curved). The textile knitting pattern matched with a sym textile (3ds). The green marking positioned on the center of the mesh was visible but cannot verified. The mesh was contaminated by blood and showed several holes with frayed textile (at least 5 holes and the biggest was 2x2 pores). The holes were found at least at two pores from the edge. It was reported that the mesh tore. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the edge of the reinforcement should be at least 5cm over the edges of the defects. The technique used to anchor the mesh (suture or staples) is left up to the practitioner. It is suggested to fixate the mesh at a distance approximately 1cm from the edge of the mesh. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.